Event description:
Reference number: (B)(4) event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The patient reported infusion set tubing detached from connector. The infusion set was in use for 6 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.